Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown nail. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Patient was post op gamma nail procedure on right hip and fell in the nursing home. As a result of the fall, the gamma nail broke through the femoral head/bone (nail did not break, bone only). Surgeon converted to a total hip utilizing restoration modular hip system.